Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the issue and replaced the proximal set-up joint (suj) to resolve the issue. Isi did receive a da vinci product to perform failure analysis. The proximal suj was analyzed. Error 400 pointed to a communication error. The unit was tested on and failed the tests confirming a defective fiber optic cable within the suj.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the system displayed persistent error code 40067. The intuitive technical support engineer (tse) reviewed the logs and confirmed the error faults. The procedure was completed under this condition with no reported injury.